Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved; able to establish contact with customer, and stated condition improved and the customer did not currently have diabetic symptoms. No medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer was also concerned with high blood glucose results obtained of 159 and 179 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 120-140 mg/dl. Customer was not using the proper testing technique. The customer reported feeling lightheaded and weak; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer, and produced test result of 214 mg/dl using truemetrix air meter; customer was unable to confirm if she was fasting at the time as she could not recall when she had eaten last. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2021, and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history (time not set): result 1: 248 mg/dl; date: (B)(6) 2020; time: 1:54pm; non-fasting. Result 2: 284 mg/dl; date: (B)(6) 2020; time: 1:40pm; non-fasting. Result 3: 206 mg/dl; date: (B)(6) 2020; time: 1:31pm; non-fasting. Result 4: 216 mg/dl; date: (B)(6) 2020; time: 1:29pm; non-fasting. Result 5: 444 mg/dl; date: (B)(6) 2020; time: 1:27pm; non-fasting. Result 6: hi; date: (B)(6) 2020; time: 1:25pm; non-fasting. Result 7: 159 mg/dl; date: (B)(6) 2020; time: 12:40pm; fasting. Result 8: 91 mg/dl; date: (B)(6) 2020; time: 1:00am; fasting. Result 9: 161 mg/dl; date: (B)(6) 2020; time: 10:00pm; fasting. Result 10: 179 mg/dl; date: (B)(6) 2020; time: 8:00am; fasting.